Event description:
The customer reported that during a physicist inspection the system did not meet required imaging specifications. The monitor is out of focus, and not getting the line pairs that should be available. The physicist found this during a routine check.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshot the system then adjusted and aligned the camera, image intensifier, and field sizing. The system is operating as intended.